Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that a cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that a cycler set is available to be returned to the manufacturer for physical evaluation. Upon further follow up, the pdrn confirmed that the piece of paper at the end of the plastic cap mentioned refers to the hydrophobic membrane of the filter at the end of the cycler set patient line.

Manufacturer narrative:
Correction: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that a cycler set is available to be returned to the manufacturer for physical evaluation. Upon further follow up, the pdrn confirmed that the piece of paper at the end of the plastic cap mentioned refers to the hydrophobic membrane of the filter at the end of the cycler set patient line.